Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the emergency room with increased shortness of breath and right upper quadrant abdominal pain. Intermittent elevations in pump power and estimated flow values were observed by the patient's spouse. The patient's inr goal was 2-3, and on (B)(6) 2015 it was 6.2. On (B)(6) 2015, a ramp echocardiogram with a right heart catheterization revealed no response from the left ventricle. On (B)(6) 2015, the patient's lactate dehydrogenase level peaked at 2075 u/l, and the plasma free hemoglobin peaked at 78 g/dl. The patient's pump was exchanged that same day. It was reported that the patient''s status improved and is currently doing well.

Manufacturer narrative:
The pump was returned for evaluation. Evaluation of the pump revealed depositions on the rotor body and outlet stator. The depositions were partially obstructing the blood flow path and could have contributed to the reported power elevations and elevated ldh level. The blades and body of the rotor revealed a dark red, soft deposition. The deposition was denatured, indicating that it was present while the pump was supporting the patient; however, the deposition did not appear to have developed in the pump. The outlet stator revealed a red/white, soft deposition that was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of either deposition nor the duration of their presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.